Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced broken pinch valve vl11 resolving the event.

Event description:
Customer reported patient test results for red blood cell count (rbc) were either not generated when an error condition of voteouts (non-numeric result) occurred, or were erroneously low and flagged when using the coulter lh 750 hematology analyzer. An error condition of "backwash tank error" was also reported in connection with the event. There was no report of erroneous test results reported out of the laboratory associated with this event, as questionable patient results were rerun on another analyzer. There was no death, injury or affect to user or patient treatment.